Event description:
It was reported that during a procedure the wires inside the monopolar electrode disconnected and were not reading the grounding pad. There was a one hour procedural delay. There were no other reported adverse consequences or medical intervention.